Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID tm91d0 lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the percept patient communicator exhibited issues immediately out of the box, including flashing and blinking lights, erratic behavior with lights changing colors, inability to reset, and failure to connect to both the handset and the implantable neurostimulator. The communicator would not reset despite attempts to press the power button and plugging or unplugging the device. The representative was able to use the patient's previous percept patient communicator with the new percept rc handset without any issues. The new percept patient communicator was retained by the representative and returned for repair and replacement. No patient complications have been reported as a result of this event. Additional information was received from rep stating the replacement communicator has not resolved the issues. On patient programmer it would show communicator connected, but as it connected to the device, it would find it would say no device found. They tried multiple ways of resetting the communicator the lights would not stop erratically blinking. We held button down for two full minutes. Lights were turned off, but then once we started to connect to the battery, it would say device not found, and the lights would start blinking again.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating he has asked the customer to return the device and device has been returned to the lab in minneapolis for analysis. It was returned using the fed ex mailer address sent to them and they do not have a picture.